Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument broke off and fell inside the patient. Although, the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, fragments from the "plastic" part of the fenestrated bipolar forceps instrument broke off and fell inside the patient. The fragments were retrieved during the same procedure with an unspecified laparoscopic instrument. There was no report of patient harm, adverse outcome or injury. On 13-apr-2018, intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and she stated that she was not there during the procedure; however, the surgeon had provided the following information: during a da vinci-assisted single-site hysterectomy the fenestrated bipolar instrument¿s plastic portion allegedly fell inside the patient. The surgeon had mentioned that it was a complicated case and if he had known that he wouldn't have performed the surgery as a single-site procedure. The csr could not confirm the following: the surgical task being performed when the instrument broke, if there was collision of instruments, if the instrument wrist was straightened when removed, and if the instruments were inspected prior to use. She reported that the surgeon and the bedside assist had confirmed that the fragments were retrieved. The planned surgical procedure was successfully completed and there were no intra-operative complications experienced by the patient. There is no video recording of the surgical procedure.